Event description:
Reporter noted corneal burn at incision site within several seconds of phaco application. Converted th ecce. Sutured wound to close. Wanted handpiece evaluated due to clogging and changeout. Continued to use system without further incident.